Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose of 800mg/dl on (B)(6) 2018. Customer had symptoms like vomiting, stomach pain, difficulty breathing. Customer was treated with insulin shot so current blood glucose was 245mg/dl. Customer stated that high blood glucose, extreme thirst, vomiting, muscle ache lead to hospitalization. Customer stated that drive support cap was normal and insulin exited. Customer also stated that cannula was bent and tape not sticking. Customer was off to the insulin pump for less than 48 hours prior to hospitalization. Insulin pump will not be return for analysis.